Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's left eye (os). The lens was explanted due to being too large. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Accurate determination of anterior segment dimensions is key to the safety of implanted icls. Wtw and acd measurements, the recommended method for lens sizing per the FDA approved dfu, was used by the facility. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the lens was implanted and removed on (B)(6) 2015. The icl was noted to be loo large right after the lens was implanted. The lens was exchanged for a shorter lens. The patient is doing great with no signs or symptoms after correct size lens was implanted.

Manufacturer narrative:
Visual inspection of the returned product found pieces of one haptic torn off and missing. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No - lens not returned. Evaluation: method - work order search. Results - a lens work order search was performed and another similar complaint was found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).